Manufacturer narrative:
H.6. Investigation: bd received 375 samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for pre-activation an retraction issue with the incident lot was observed. All 375 units were retracted inside of sealed blister packs. The lever arms were broken off at the hubs and remained in the front barrels and the extension . Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to this issue through a corrective and preventive action (CAPA#1762367).

Event description:
It was reported that there were issues with activating safety feature with 30 bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter: many of the needles are visibly faulty with the needle itself retracted and the tube at the bottom bent/kinked. 16 of the first order (78408x) are visibly faulty however this does not count for ones the nurses already threw away or ones that were faulty during use and have been thrown. Ones not visibly faulty also acting strange - when about to bleed a patient the needle made a funny noise and then half retracted into itself. The nurse had to bleed the patient twice due to this which stressed the patient out slightly as she could see the item was not working properly. Usually when you are finished you press the retraction button but some of the needles have been retracting themselves without the nurses pressing the button. The second delivery (23570x) of 12 boxes contains 30 visibly faulty needles. This is clearly an issue with the batch 8323759 as have never had any issues with this product before and across two orders we have the same issue now.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka/fpa, common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were issues with activating safety feature with 30 bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter: many of the needles are visibly faulty with the needle itself retracted and the tube at the bottom bent/kinked. 16 of the first order (78408x) are visibly faulty however this does not count for ones the nurses already threw away or ones that were faulty during use and have been thrown. Ones not visibly faulty also acting strange - when about to bleed a patient the needle made a funny noise and then half retracted into itself. The nurse had to bleed the patient twice due to this which stressed the patient out slightly as she could see the item was not working properly. Usually when you are finished you press the retraction button but some of the needles have been retracting themselves without the nurses pressing the button. The second delivery (23570x) of 12 boxes contains 30 visibly faulty needles this is clearly an issue with the batch 8323759 as have never had any issues with this product before and across two orders we have the same issue now.